Event description:
It was reported that there were alarm 64 in an arctic sun device. There was air bubble visible in neonatal pad pipes. There was 1 neonatal pad to take. Incident occurred during use. Hospital gave them call (B)(6) 2025 at 23:07. They go to hospital air came from pad 3180202 (B)(4). They change arctic sun and arctic sun neonatal pad. Per follow up information received via mail on 22apr2025, sn # (B)(6) provided, patient hypothermia was continued with different neonatology pad. Not repaired, pads were packed and waiting for carrier, to take them from hospital. They were used, patient was in hypothermia process, sample may be contaminated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided was (B)(6). The initial reporter fax number that is provided was (B)(6). The complete customer facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device was evaluated upon receipt. Alarm 64 due to processor circuit card. Processor circuit card replaced. Functional check, new calibration, fdl test, mtk, and est (stk) were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were alarm 64 in an arctic sun device. There was air bubble visible in neonatal pad pipes. There was 1 neonatal pad to take. Incident occurred during use. Hospital gave them call (B)(6) 2025 at 23:07. They go to hospital air came from pad (B)(4). They change arctic sun and arctic sun neonatal pad. Per follow up information received via mail on 22apr2025, sn # (B)(6) provided, patient hipotermi was continued with different neonatology pad. Not repaired, pads were packed and waiting for carrier, to take them from hospital. They were used, patient was in hipotermia process, sample may be contaminated. Per sample evaluation results on (B)(6) 2025, hydrogel peeled from the surface of the pad with the nonwoven tape from a bent corner of the pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided was (B)(6). The initial reporter fax number that is provided was (B)(6). The complete customer facility name is (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were alarm 64 in an arctic sun device. There was air bubble visible in neonatal pad pipes. There was 1 neonatal pad to take. Incident occurred during use. Hospital gave them call 09.04.2025 at 23:07. They go to hospital air came from pad (B)(6), expiration date 04/30/2026, lot # ngjs4257. They change arctic sun and arctic sun neonatal pad.